Event description:
It was reported that during a spinal laminectomy, the bur head broke, entered the surgical site and was removed with suction. The bur shank became stuck in the attachment. The procedure was delayed 40 minutes while back up equipment was obtained. A new attachment was used and the procedure was completed without further incident.

Manufacturer narrative:
Upon investigation, it was determined that the bur head broke due to excessive force application during use. The bur shank is small and excessive force can cause breakage. Additionally, the excessive force also led to bearing damage in the attachment. This was verified during performance and inspection testing.